Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and occasionally required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on proper button pressing techniques, but the issue persisted. Consequently, technical support decided to replace the pump with one that had updated software. The caller was advised on the steps to take upon receiving the replacement and instructed to return the problematic pump. Caller understood and acknowledged all instructions, and a replacement pump was sent.